Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pump was noticed to have turned off twice on its own. The pump made a beep or alarmed. When they went to review the pump, the screen had gone blank and they realized that the pump had been switched. On both occasions the pump was in the bag provided. On the second instance if pump shutoff, the patient was transferring to the bathroom at the time. The first pump shut off was resolved by replacing the aa batteries and restarting the pump with the green start button. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device , unable to determine but suspect the plastic sleeve of the battery contact one of them longer.the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.